Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated, and during service, the device a worn hose was found. If additional information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
Report received from the USA stating that service was required for the device. During service a worn hose was noted. The device was used in surgery. No injuries were reported. It is unknown if medical intervention or a delay occurred during the surgical procedure. There was no additional information provided.